Manufacturer narrative:
The lot # and implant date are not available from the physician. The device remains implanted.

Event description:
It was reported by the physician that a gore helex septal occluder implanted approximately five years ago had a residual leak. The device was implanted in a fenestrated fontan. On (B)(6) 2013, a 5mm amplatzer septal occluder was implanted on top of the helex device to address the residual leak. The patient was doing well following the procedure.